Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. A 10mmx2.50mm wolverine coronary cutting balloon was selected for use. During the procedure, the balloon was inflated upto 6atm at first inflation and 10atm at second inflation. However, at third inflation, it was noted that the balloon ruptured at 12atm. The balloon was removed from the patient's body without any problem and the procedure was completed with a different device. No complications were reported and the patient was good post procedure.